Event description:
It was reported by the patient that "his lead is malfunctioning." Information provided by the medtronic representative indicates that the lead had sensing issues. The lead has since been replaced. The patient called following lead replacement noting that the lead kinked at his clavicle/rib area. Further information received with the lead indicates that the lead was oversensing, with some intermittent undersensing as well. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib crush); partial lead in segments returned for analysis. Other: it was reported by the patient that "his lead is malfunctioning." Information provided by the medtronic representative indicates that the lead had sensing issues. The lead has since been replaced. The patient called following lead replacement noting that the lead kinked at his clavicle/rib area. Further information received with the lead indicates that the lead was oversensing, with some intermittent undersensing as well. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Insulation, device was out of specification in a manner that relates to event, kink, oversensing, undersensing, malfunction.